Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5076 implantable pacing lead 2006 (B)(6); 4194 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead was noted on 2013 (B)(4). It was further noted that there were five episodes of ventricular non-sustained tachycardia less than or equal to 210 ms between 2012 (B)(4) and 2013 (B)(4).

Event description:
It was reported that there was high lead impedance, oversensing, noise, and a suspected fracture of the pace/sense portion of the right ventricular lead. The physician has planned to replace the lead. No patient complications have been reported as a result of this event.